Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal right coronary artery, exhibiting 99% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion and stent deformation occurred due to use of the device in difficult lesion morphology. Procedure was completed using a same size medtronic stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: there were two kinks evident to the hypotube 18.5cm and 23cm distal to the strain relief. There was a kink on the distal shaft 14.1cm proximal to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th and 14th distal stent wraps with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.